Event description:
The customer reported via telephone receiving a motor error alarm from her insulin pump. No significant events were reported as leading up to the alarm, and the customer was able to rewind the device. The customer was advised to discontinue use of the device, and to return it for analysis and a replacement. The customer also reported having a blood glucose value of 445 mg/dl.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/aa33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.